Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 20178565-2020-16854. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise leading to high ventricular rate episodes. It was also noted that the right atrial lead exhibited noise. Clavicular crush was suspected but not confirmed on both leads. The right ventricular lead was capped and replaced on (B)(6) 2020. The right atrial lead was reprogrammed and deactivated. The patient was stable.